Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence. Customer's blood glucose was over 400 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.